Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported foot retraction issue was not confirmed due to the condition of the returned device. The difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstance. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no product quality issue identified with this device based on the information reviewed at this time.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery (rcfa) was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, while trying to retract the foot of the proglide device to remove it, the foot would not retract and the device became stuck due to calcification in the vessel. Attempts were made to manipulate the proglide device forward and back in an attempt to remove it; however, the foot would still not close and the device was still stuck. The physician purposely broke the device at the junction of the proximal guide and the plastic housing portion of the proglide device in order to try to remove the device; however, this was still unsuccessful. The patient was sent for cut down surgery and the device was able to be removed without any patient effects. The level of anesthesia was not changed due to the cut down surgery. The tavr was then performed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.